Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shut down. Reportedly, the battery was at 100% before the display turned off. The contact stated that the customer was attempting to deliver a quick bolus when the issue occurred. The contact attempted to charge the pump; however, the pump did not turn on. The contact reported an orange led light when plugged in and unplugged. The contact stated that the pump vibrated and beeped when unplugged. The customer's blood glucose was 202 mg/dl. The contact confirmed that an alternate method of insulin delivery was available.